Event description:
It was reported that the right ventricular lead had a lead warning on their transmission. The chronic lead trend data shows high impedance episodes and how the impedance has been varying. The lead remains in use and the patient is to follow up in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.